Event description:
Per the edwards lifesciences clinical specialist report, the patient was prepped for a tf tavr with access to the left common femoral artery. All dilators were used for the 26-fr sheath. During the insertion of the sheath the lunderquist wire was inadvertently pulled back. The physician pushed the wire back into place without fluoroscopy guidance. After the sheath was in place and the introducer was removed the wire would not advance around the aortic arch. The operators took an angiogram of the aorta and noted a dissection. It was decided to pull back the sheath and re-advance the wire into the true lumen. They continued to proceed with the tavr procedure. After sheath removal the femoral access site was surgically closed. An angiogram was taken and it was noticed that the right common iliac (rci) was not being perfused. An interventional radiologist (ir) was consulted and placed 2 stents to re-open the rci. Post angiogram was completed and patient was taken to recovery. 2 days later the patient had a retro-peritoneal bleed that required surgery. Post surgery the patient expired due to renal failure.

Manufacturer narrative:
The sheath was not returned to edwards for evaluation; however, there was no allegation of device malfunction. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The cause of the reported vascular injuries cannot be confirmed; however, it was reported that during the insertion of the sheath the lunderquist wire was inadvertently pulled back. The wire was placed again without fluoroscopy guidance and there were difficulties advancing the wire around the aortic arch. The minimum required vessel diameter for a 24fr sheath is 8 mm. Per report, the patient¿s access site diameter measured 8 mm with mild vessel calcification and tortuosity. In this case it appears a combination of patient factors (i.e. Borderline access vessel diameter for 24f sheath) and procedural factors (i.e. Inadvertently pulling out the wire and then difficulties tracking the wire through the aorta) may have caused or contributed to the reported vascular injuries. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference 2013-00737-2: manufacturer report no.2015691-2013-19324 for more details. (B)(6).